Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2011 and march 2012. This is 1 of 3 reports for this article. The device is not available.

Event description:
The article retrospectively compared the clinical outcome in patients, who received thrombolytic therapy only with patients who underwent mechanical thrombectomy with or without additional thrombolysis. Patients in both groups had an acute anterior circulation occlusion and a thrombus length of at least 8mm. 40 consecutive patients (median age 71, range 20 -83; 27 females) were treated with mechanical thrombectomy using the subject retrieval devices in addition to standard stroke treatment. Following thrombolysis, a mechanical recanalization using the subject retrieval device was performed to treat a m1 middle cerebral artery occlusion. A symptomatic intracranial hemorrhage occurred within 24 hours post procedure. The symptomatic hemorrhage was defined as bleeding with a neurological deterioration of = 4 points in national institute of health stroke scale (nihss). The patient reached good recovery (modified rankin scale (mrs) of 2) after 90 days.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage and neurological deficit are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The article retrospectively compared the clinical outcome in patients, who received thrombolytic therapy only with patients who underwent mechanical thrombectomy with or without additional thrombolysis. Patients in both groups had an acute anterior circulation occlusion and a thrombus length of at least 8mm. Forty consecutive patients (median age 71, range 20 ¿ 83; 27 females) were treated with mechanical thrombectomy using the subject retrieval devices in addition to standard stroke treatment. Following thrombolysis, a mechanical recanalization using the subject retrieval device was performed to treat a m1 middle cerebral artery occlusion. A symptomatic intracranial hemorrhage occurred within 24 hours post procedure. The symptomatic hemorrhage was defined as bleeding with a neurological deterioration of = 4 points in national institute of health stroke scale (nihss). The patient reached good recovery (modified rankin scale (mrs) of 2) after 90 days.